Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 11/11/2015-pfs and medical records received. Pfs now alleges high metal ions. A correct doi was provided of (B)(6) 2006. After review of the medical records for MDR reportability, the revision operative note indicated increased metal ions, metallosis, and possible malpositioned cup (not revised). The labs provided for the metal ions are dated after the dor. The stem is being added to the complaint and part/lot is being updated for the liner and hole eliminator. The complaint was updated on: 11/30/2015.

Manufacturer narrative:
Update rec'd 12/26/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, swelling, and difficulty sleeping. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records and/or a complaint database search was not possible for the liner and hole eliminator as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient contacted depuy stating they were experiencing clicking in their right hip. Operative records were received. Records indicate the patient had a depuy hip. Update rec'd (B)(6) 2014- patient was revised to address pain.